Event description:
It was reported that the meshgraft did not correctly function during a surgery procedure. The dermatome was not cutting properly as it was not fully cutting the mesh pattern into the tissue evenly across the whole piece. The device fully meshed the edges and about a 1 inch strip in the center that didn't mesh completely. The mesher nor handle was stuck. There was no intervention. It is unknown if there was a delay, and it is unknown if an additional unplanned skin graft was required to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.